Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, due to difficulty in peripheral venous puncture, central venous puncture was indicated. The patient had a short and thick neck, so the right subclavian vein was selected for puncture. During the puncture, the puncture needle bent; it was withdrawn immediately, and the needle tip broke. A new central venous catheter was replaced promptly. No harm was caused to the patient." There was no medical intervention required. The patient's current condition is reported as "fine".